Manufacturer narrative:
Patient information not provided for reporting this report is for unknown trochanteric fixation nail /unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant date sometime in 2016. Revision surgery preformed six weeks after original implant, actual date unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Approximately six weeks after implant, the patient returned to the operating room for revision secondary to cut out of the helical blade due to migration. The patient was revised to a lag screw. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent implant of a trochanteric fixation nail secondary to a basal fracture of the femoral neck. Date of implant was sometime in 2016, exact date is unknown. Approximately six weeks after implant, the patient returned to the operating room for revision secondary to cut out of the helical blade due to migration. The patient was revised to a lag screw. The procedure was completed successfully. There was no surgical delay or further patient harm reported. This complaint involves one device. Concomitant devices reported: nail (unknown part and lot #, quantity 1), screw (unknown part and lot #, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one (1) unknown helical blade. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.